Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was failed and device was not on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failures. A field service engineer powered off the station, and the back panel was removed. After removing the panel, the field service engineer reseated the pyxibus cable and all drawer board components. The station was then rebooted, and hardware test application was launched to release the cubies. Once the cubies were removed, the side panel was taken off to expose the row board cable, which was then reseated. After reseating the cable, the side panel was reinstalled, and the cubies were placed back on the tray. The station was rebooted again, and the application was launched. Hardware was tested successfully through the application. The system functioned as intended after the field service engineer repaired the device.